Event description:
Following the information gathered the backrest section raised without any command given. The malfunction was found during the quality check at arjo service centre. There was no customer allegation during the pick-up of the bed. There was no indication regarding the patient involvement. No injury was claimed.

Manufacturer narrative:
During performing the routine quality control check it was revealed that ¿the headboard moved up on its own.¿ the engineer found that the e300 code was present and the button on the control panel was stuck. The left-hand safety side panel replacement resolved the problem. The control button was stuck in an activated position, which indicates that the compressed button might have been caused by the external impact or wear of this part. The instructions for use includes the following information related to error code e300 and the maintenance of control buttons: ¿e300: remove pressure from control button. If error code does not clear call an arjo-approved service agent.¿ ¿check that the patient controls, caregiver controls and attendant control panels operate correctly: weekly.¿ based on the complaints and service repair records review, the control panel was in use for 5 years. It may suggest that it could fail due to normal use. Arjo device failed to meet the specification during the unintended movement occurred. The bed was not used by a patient during the incident. The complaint was assessed as reportable due to unintended backrest section movement.